Manufacturer narrative:
(B)(4). Concomitant medical products- all poly patella, catalog # 00542000800, lot # 62869537. Gender solutions female femoral component, catalog # 00541601402, lot # 62863569. Ultracongruent articular surface, catalog # 00542802009, lot # 60954121. Universal disposable drill and pin set, catalog # 200100000, lot # 62995503. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to aseptic tibia loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray images show faint signs of radiolucency along the underside of the tibial tray, no radiolucency was observed along the tibial stem or fixation screw. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.